Event description:
It was reported that during a lap cholecystectomy procedure, the device fired successfully the first clip and went to deploy the second clip and the clip didn't load and the jaws shut closed and wouldn't reopen (not on tissue). Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 4/17/2009. Information anticipated, but unavailable at this time.